Manufacturer narrative:
Initial reporter address and phone were not provided.

Event description:
The advocate stated her mother passed out. When the ambulance arrived and tested her blood glucose is was 38mg/dl. Information regarding testing with the customer's breeze 2 was not provided. She was admitted to the hospital for a week. Caller was not certain about treatment her mother might have received. The patient was home at the time of the call. Advocate was advised to return the test strips for evaluation. A new kit was sent to the customer.